Manufacturer narrative:
(B)(6). This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00889.

Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
Legal update received includes primary operative notes, revision notes, office visits and implant label stickers. Operative notes from the primary surgery confirm the patient underwent left total knee replacement arthroplasty due to severe osteoarthritis. The knee was reduced and carried through a range of motion. The collateral ligaments were stable and balanced and had full extension and flexion of approximately 110 to 115 degrees. Medical records from the physical examination identify the accumulation of contrast below the lateral aspect tibial plateau component of the tibial prosthesis which is an early sign of prosthetic loosening likely related to pain that has ¿worsened to the point that he cannot walk well¿. Second physical examination confirmed that the patient had a left knee with a range of motion of 0-120 degrees. X-rays identified lucency under the tibial component suggesting loosening. Operative notes from the revision surgery confirm that the patient underwent revision left total knee arthroplasty due to aseptic loosening. Based on the information received, no changes to the conclusion summary or detail were necessary.